Event description:
A report was received that the patient would undergo a pocket revision because, the patient had lost weight and the ipg was loose in the pocket. The weight loss was not device related. The physician moved the pocket up four inches and the patient was reportedly doing fine.

Manufacturer narrative:
This is the final report.